Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic reading have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a problem with the air in line detector. It was also reported there was no patient involvement.